Manufacturer narrative:
The customer reported that the monitor failed to provide alarms as the pt's condition deteriorated. The preliminary info does not include any indication that the alarms were active for this pt at the time of this incident. Philips is in the process of obtaining additional info regarding this incident, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the monitor failed to provide alarms as the pt's condition deteriorated.